Manufacturer narrative:
(B)(4). Concomitant medical products: 47-2492-360-12, z nail gt 12mm x 36cm r, 62351282, 47-2484-037-50, z nail 5.0x37.5 cort screw fa, 63766404, 47-2484-040-50, z nail 5.0x40 cort screw fa, 63813595, 47-2484-042-50, z nail 5.0x42.5 cort screw fa, 63791248, 47-2483-090-60, z nail 6.0 x 90 canc screw pt, 63748505, 47-2487-001-10, z nail ante fem nail cap 10mm, 63503536. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure the tip of the guide pin fractured inside the patient. The procedure was extended 31-60 minutes while the surgeon attempted to remove the fractured portion; however, the fractured portion was unable to be retrieved from the patient. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned guide pin confirmed the instrument fractured. The fractured piece was not returned and the product was cut. Hardness and dimensions taken are found to be conforming to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.